Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the during a routine follow-up, the patient reported being assualted a few weeks prior. Upon investigation, it was confirmed the assault dislodged the lv lead. The lv lead was programmed off. As the lv lead eventualy migrated into the pocket, the lead was explanted and replaced. Additionally, it was reported that difficulty was experienced during the initial implant as the subclavian vein was partially stenosed. No additional adverse patient effects were reported.